Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual, dimensional and functional inspection were performed. The reported deflation issue was unable to be confirmed as the deflation times met specification and the device inflated and deflated without any anomalies noted. The reported difficulty to remove the device from a guiding catheter was unable to be confirmed due to the returned condition of the balloon. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that nc trek rx instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body otherwise, complications may occur. In this case, prepping the device while inside of the anatomy does not appear to have contributed to the reported complaint. The investigation determined that the reported deflation issue and difficulty to remove the device from a guiding catheter appear to be related to operational circumstances of the procedure. It is likely that during advancement through the anatomy the inner and outer member became bunched (noted damages) reducing the clearance in the inflation/deflation lumen resulting in the deflation issues while in the anatomy, ultimately causing the difficulty to remove the device from the guiding catheter during retraction. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending coronary artery with no calcification and 50% stenosis. A 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was not prepped (air aspirated) outside of the anatomy prior to use. The bdc was advanced to the lesion for post dilatation of a non-abbott stent. Following inflation of the balloon to 12 atmospheres for 12 seconds, the balloon only partially deflated and met resistance with the unspecified guiding catheter on removal. The balloon was ultimately withdrawn partially inflated along with the guiding catheter as a single unit. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.